Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis.

Event description:
It was reported that the lead implant was attempted but had to be removed due to patient anatomy issues; it was not stable in the body. No patient complications have been reported as a result of this event.